Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat degenerative joint disease. The patella was resurfaced and unknown cement was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pre- and post-operative diagnosis of "aseptic loosening tkr". There is no indication of loosening of any component within the revision operative note. The surgeon noted debridement of abundant overgrown arthro-fibrosis tissue. All components were revised. The patient was revised with depuy products and cement x 3. There were no indicated intra-operative complications. Doi: (B)(6) 2017, dor: (B)(6) 2020 right knee.